Manufacturer narrative:
Sections with additional information as of 02-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 12-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was still using the true metrix air meter as it was now working as intended. Customer was advised to return for investigation and to use replacement products. Manufacturer contacted customer in additional follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Humana representative is calling on behalf of the customer; the customer also participated in the call. The customer is concerned with test results from results obtained of 320, 344 and 316 mg/dl. The customer was not using the proper back to back testing technique. The customer¿s expected am fasting blood glucose test result range is 140-160 mg/dl and expected pm fasting blood glucose test result is 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date is (B)(6) 2021. The test strip lot number that was used when the results of concern were obtained the day prior was not provided. The meter memory was reviewed for previous test result history: (B)(6).